Event description:
It was reported that the device jammed during deployment. The deployer opened the stopcock on the sheath prior to shuttling down, but it is not known whether unusual force was used during shuttle down or if there were kinks in the sheath after the device was removed. The patient had a history of htn and pvd and was not hospitalized. Stick location: common femoral. Vessel size: 7mm.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.